Event description:
It was reported that noise was seen after the pocket was closed. The pocket was opened and a new device was implanted due to a suspected leaky grommet, but the noise persisted. An insulation break in the lead was then suspected, so the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was possible air in the grommet.

Event description:
It was reported that noise and oversensing were seen after the pocket was closed. The pocket was opened and a new device was implanted due to a suspected leaky grommet, but the noise persisted. An insulation break in the lead was then suspected, so the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.